Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they went to hospital due to unknown reason, on unknown date with unknown blood glucose value. Customer had been wearing insulin pump at that time. The insulin pump will not be returned for analysis.